Event description:
Information received from the field notes that the device was in microprocessor reset and the patient was symptomatic in vvi mode. A software verification was attempted but could not be completed. The battery data showed 11 kohms with a current drain of about 40 ua.